Event description:
It was reported that while the pt was playing in a playground, she hit her head extremely hard on the edge of a slide. From that moment on the pt was no longer able to hear with her device. In 2007, the external parts of the device were exchanged completely, but without success. Testing indicates a broken active electrode including short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.